Manufacturer narrative:
D4: corrected serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since clinical team confirmed pump was deep, but the physician decided not to reposition of the pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 55-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting and known coronary artery disease. The patient had end-stage renal disease. During support, hemolysis was suspected; however, no specific hemolysis laboratory tests were drawn. Hemoglobin and hematocrit trended downward, with hemoglobin decreasing to 6.7 g/dl overnight, and the patient received two units of packed red blood cells. An echocardiogram obtained the prior day demonstrated the impella positioned deep at 5.5 cm. The managing physician elected not to reposition the device, and the pump remained at performance level p-9 despite recommendations to reduce support. Additional contributing factors included known suboptimal pump position that was not corrected and maintenance of high-performance level despite recommendations. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying renal failure, cardiogenic physiology, low hematocrit reserve, persistently high support levels, and known suboptimal device position that was not repositioned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.